Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional 2.8 x 19 mm graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that both the 2.8 x 19 mm and 2.8 x 16 mm graftmaster stent delivery systems did not cross for treatment of a perforation in the distal left anterior descending artery that occurred during use of another device. The perforation was treated with long balloon inflations and the placement of 3 xience stents successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.